Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had back flow into the primary bag from the secondary bag during patient therapy in the emergency room (medication and programmed amount unknown). The reporter stated that the primary bag was dropped and there was a back flow into the primary from the secondary. The delivery rate was entered at 125-cc/hr. It was also reported there was no patient injury.